Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate capture and sensing noise issue was observed on the rv lead. Patient is pacemaker dependent and no programming changes can be made. Lead capping procedure was unsuccessfully attempted on (B)(6) 2018 due to venous access issue and patient having hypotension. Lead was capped on (B)(6) 2018 and a new lead was implanted. A new device was implanted during the same procedure as well. Patient was stable.